Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was under sensing the patient's atrial p-wave after a mode switch event then provided extra atrial pacing afterwards. No adverse patient effects were reported. Currently, this ICD remains in service.